Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm. Customer's blood glucose was 215 mg/dl. The customer stated the drive support cap appeared to be recessed. Customer also stated the alarmed compromised force sensor system and required a reset. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed. The pump was unable to confirm compromised force sensor system alarm due to motor error alarm.